Event description:
It was reported that customer experienced malfunction alarm while using pump, but distributor could not confirm exact fault code and customer later reported that when pump was plugged in, no red indicator light appeared and pump did not vibrate. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return device, and distributor coordinated replacement pump, with no further information received regarding additional troubleshooting or corrective actions.